Manufacturer narrative:
Investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use. As per report, this has not led to consequences for the patient.

Manufacturer narrative:
The log file was evaluated by the manufacturer whereby the reported ventilator failure can be confirmed for the date of event. The records in the log indicate that the device did not pass the power-on self-test in the morning of the respective day. The error condition was obviously of intermittent nature - the user power-cycled the device and, the error condition did not recur this time. The procedure was started in manual ventilation mode. When the user switched to automatic ventilation 10 minutes later the supervisor software detected a motor encoder check error and forced a shut-down of automatic ventilation as defined in the safety concept; a corresponding alarm has been posted. Again, the user could get the device back working by power cycling but the error condition occurred again after approx. 30 minutes of use. This time the deviation could not be cleared-off by power-cycling and, the workstation was put into standby then. The primus workstation facilitates a piston ventilator which is driven by the motor via a spindle. The number of motor rotations defines the piston hub and thus, exact motor position, rotating speed and angle must be supervised to ensure protection against potentially hazardous device output. The motor position detection system consists of an encoder disc with markings (increments) which is mounted on the motor and a light barrier. During rotation of the motor the light barrier counts the increments on the disc. If the detectability of the increments is inhibited somehow e.g. By the presence of particles/dust on the encoder disc this may result in an encoder check error. The intermittent nature of the error condition in the particular case makes this explanation likely since the involved device is just four years old whereby a wear-and-tear relation would rather to be excluded. However, other root auses for the encoder check errors would be imaginable as well. Th local dräger s&s organization was instructed to replace the entire ventilator unit including the motor position detection system. Due to actual restrictions caused by the pandemic it is currently not possible to return the original parts to the manufacturer and, the root cause cannot be further specified. Dräger concludes that the device respondedas designed upon a deviation of unknown origin; automatic ventilation was shut down and the user was alerted to this condition by means of a correspponding alarm. Manual ventilation with the built-in breathing bag remains possible and, the monitoring functionalities of the device stay unaffected from a vent fail.

Event description:
It was reported that a ventilator failure occurred during use. As per report, this has not led to consequences for the patient.